Event description:
Champion af study. It was reported that thrombosis occurred. A 24mm watchman flx closure device was implanted on (B)(6) 2021 with a complete seal and deployed device diameter of 21.0 mm. On (B)(6) 2022, 132 days post index procedure, the patient was seen for their scheduled four month follow up. Left atrial appendage imaging and transesophageal echocardiogram assessment revealed evidence of device related thrombus. Of note, the baseline tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. At the time of event, the patient was on aspirin, 81mg and rivaroxaban, 20 mg. At the time of this report the event was considered to be ongoing and the event was treated medically.